Event description:
It was reported that the insulin pump was squirting out insulin when priming. Customer stated that the numbers were ramping up and she was unable to stop it. Customer was unable to get out of the reset loop. No further information reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.